Manufacturer narrative:
.

Event description:
It was reported via phone call that the customer had high blood glucose. The customer treated with a bolus and an hour later, she felt like it did not work. The customer's blood glucose went to 434mg/dl. The customer stated at the time of the bolus, she noticed air in the line. She then treated with a manual bolus and blood glucose went down to 225mg/dl. The current customer's blood glucose was 225mg/dl. Advised the customer to change fixed prime amount back to appropriate cannula prime amount for their infusion set. The customer's outcome was an infusion set change. Advised the customer to change infusion set and to call back if issues persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that she had a lot of error with her pump, tubing site and connector. The customer stated that she had unexplained high blood glucose readings. The customer stated that when she disconnected her set, there were some air bubbles in the line. The customer stated that the approximate size of the air bubbles is more than an inch. The customer was advised that rewinding with a reservoir in place will create air bubbles. The customer was advised to deliver a 5 unit fixed prime until the air bubbles are no longer visible. The customer declined to return the set for analysis.